Event description:
Info was received that reported a pt had been hospitalized in 2006 due to an incident of hyperglycemia. The reporter stated that on the day of the incident the pt woke up and his blood glucose rose 200. He changed his cartridge, tubing and site. He checked his blood glucose an hour later and his blood glucose was 300 for which he gave himself a correction bolus. He checked his blood glucose again and it was 350. He did not change his site after this second high reading nor did he attempt a correction. It was this point which the pt went to the hosp for an unrelated unspecified scheduled procedure. During this procedure the pt started vomiting. After the procedure the pt collapsed on the way to the elevator and was brought down to the ER where it was found he had blood glucose over 500. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported indidence.